Event description:
It was reported that the external pulse generator (epg) did not work properly and it was broken. It was noted that the annual preventative maintenance did not confirm the issue. There was a request to test and calibrate the unit. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis #(B)(4) :product analysis: analysis of the external pulse generator (epg) could not confirm the customer comment that the epg did not work properly, confirmed the epg was broken, upper case was damaged. Analysis also noted that the hanger assembly was broken, the case screws were contaminated, the lower case was broken, the battery wires insulation were inched, wire insulation not compromised and the plugs were not fully seated and were damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.